Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator drive assembly was lubricated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a collimator iris potentiometer error message, which will result in a no-boot situation. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.